Event description:
Case of 24-port valve assemblies lot #783367. Baxa exactamix 2400 valve set, came out of the sterile packaging covered in a clear oily substance. Only this lot seems to be affected. Company called and contact speculated that it could be excessive silicone. Company requested affected lot be sent back to company for analysis.